Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.4, reference: 1.9, mean: 2.15, confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No pt is expected to be returned. No further investigation required. Per the complaint issue, pt was taking antibiotics at the time of testing. Per product user guide, "certain prescription drugs over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, shopping or changing the dose can affect the inr value." Pt also used venous blood for testing. Per product user guide, "use only fresh capillary blood for testing." As of (B)(4) 2012, twenty-one discrepant result complaints have been reported for lot #271135, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold monitored by the qa for corrective action (B)(4)), no further action is required at this time. This issue will be subject to tracking nd trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the nurse's point-of-care (poc) device. Results as follows: date: (B)(6) 2012, inratio: 2.4, nurse's poc: 1.9. Pt's therapeutic range: 2.0-3.0 inr.